Manufacturer narrative:
Correction made to d1, d3, and d4: additional information was added to d9, g4, h3, h4, h6, and h11: h11: the device was received for evaluation. During visual inspection using naked eye a piece of burned resin was observed embedded in the tubing. The embedded particulate was out of the fluid path. Laboratory analysis was performed, and the particulate matter was identified as an intrinsic particle of burned resin. The reported condition was verified as intrinsic particulate matter not within the fluid path. The cause of the particulate matter was from burned cannon that can be generated from the cannon and accumulate on the pin and bushing combinations from the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set had unknown foreign particulate inside the fluid path. It was identified before use of the product. There was no patient involvement. No additional information is available.